Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation did not find any abnormalities inside the device after disassembling the outer cover. An olympus engineer suspected that the internal component of the device was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the visera elite ii video system center displayed an e107 error code when connected while being used with a video telescope endoeye 3d 10 mm, 30°. The issue was found during receipt inspection prior to use. The case was completed with a similar device. There were no reports of patient harm.